Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use, the 'healicoil anchor' broke while deploying and pulled out post deployment. The procedure was completed with a s+n back up device. No delay and no further complications were reported.

Manufacturer narrative:
Only part of the reported device was received for evaluation. A visual inspection revealed the device was returned with original box and has debris on it. The proximal body, distal tip and anchor plug is detached from device and are missing. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests a complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material specifications found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. Per case details, the procedure was completed using a s+n back-up device. No patient injuries or further complications were reported. Since no patient injuries are being reported, no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material specifications found there are requirements for conformance and a certificate of material analysis is required there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.